Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned partially mated. Damage was noted at the distal tip of the sheath and a kink was noted at the blood inlet hole of assembly. Functional testing was performed by mating the components and passing a guidewire through the assembly to check for any issues. The assembly was able to pass over the guidewire without issue. The sample was returned for evaluation. Damage was noted at the distal tip of the sheath and a kink was noted at the blood inlet hole of the sheath and locator assembly. Based on the condition the sample was returned in, the complaint can be confirmed for a damaged sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained during insertion into the patient over the guidewire. The assembly was able to pass over the guidewire without issue during functional testing upon return. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: office manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the sheath would not track into the common femoral artery (cfa). A second device was opened and the sheath tracked without issue into the cfa. The patient was a vasculopath and with multiple prior procedures performed via groin. The blood loss was less than 250cc. The procedure performed was a lower extremity angiogram with intervention. Additional information was received on 14jul2025: the procedure sheath size used was a 6fr, 10cm. A pre-deployment angiogram was performed. The lab stated they were unable to vie the image. There was no harm to the patient. The second device deployed without incident. The patient was discharged per normal protocol.